Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
It was reported in the literature review, "an interesting interface: ingenious improvisation meets troubleshooting, lessons learned and thoughts to be shared" that the patient experienced arrhythmia. The implanted pacemaker demonstrated t wave oversensing, functional undersensing, and pacemaker-mediated tachycardia (pmt). In addition, the left ventricular (lv) lead exhibited t wave oversensing and was initially connected to the atrial port of the device. Programming changes were implemented to address these issues. No further information was provided.